Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient confirmed the therapy electrodes dig into his back. The patient confirmed that the area was very irritated and had to use an antibiotic ointment to heal the area. In addition, the patient's physician told the patient to remove the lifevest occasionally. There was no alleged device malfunction contributing to the irritation. Follow up indicated that skin irritation has improved.